Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead had rising and high thresholds. The lead was explanted and replaced. No patient com plications have been reported as a result of this event.